Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Bactiseal catheter malfunction post surgery.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve and catheters. The position of the cam when valve was received was 70mmh2o. The bactiseal catheters were visually inspected, a small tear in the ventricular catheter next to the tie was noted, and no defects were noted with the peritoneal catheter. The catheters were irrigated, no occlusions were noted. The valve was visually inspected and it was noted that the proximal connector has been pushed in to the needle chamber. Review of the history device records confirmed the valve product code 82-3184 with lot crfbf3, conformed to the specifications when released to stock in 20th may 2014. Review of the history device records confirmed the bactiseal catheters product code 82-3072 with lot ctmb8m, conformed to the specifications when released to stock in 9th november 2015. The root cause of the small tear in the ventricular bactseal catheter and the squashed proximal connector of the valve is probably due to device receiving some form of impact, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device product code 82-3072 with lot ctmb8m, conformed to the specifications when released to stock in 9th november 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.